Event description:
Patient was having a cardiac catheterization. The right femoral vein was accessed using a micropuncture needle. The needle was taken out and micropuncture sheath broke off from the base with sheath still inside the soft tissue and vein with the wire still present. The cardiologist was unable to retrieve the sheath superficially. A general surgeon was called in to perform a right groin exploration to remove the sheath.